Event description:
It was reported that the day after implant, the right atrial (ra) lead exhibited non-capture and undersensing of p-waves resulting from an apparent lead dislodgement. The ra lead was repositioned via fluoroscopy and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri58 implantable pacing lead implanted: (B)(6) 2013; product ID a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).